Manufacturer narrative:
G4: 04aug2020. B4: 04aug2020. Multiple requests to third party technician were made for evaluation and resolution data without a response. Device resolution data is not available. The service order was closed if the customer is in need of further assistance a new service order will be opened. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported to philips that the device's back-up alarm failed. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.